Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Review of the transmission showed the left ventricular lead exhibiting low out of range pacing lead impedance. The clinician elected to continue to monitor the lead more frequently. There were no reported adverse consequences to the patient.